Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Same product. Same patient. Different events. Other mfg report number: 3013886523-2022-00015. A physician reported that on (B)(6) 2021, a certas plus valve and bactiseal catheter (ventricular and peritoneal) were implanted in a (B)(6) male patient to treat idiopathic hydrocephalus (inph) via ventriculoperitoneal derivation. On (B)(6) 2021, was observed migration of the peritoneal catheter out of peritoneum. The catheter took/came back again to the similar loop form (the one that the catheter had in the box before implantation). A revision surgery was performed with general anesthesia (laparotomy and laparoscopy) which allowed to reposition the end of catheter in the peritoneal cavity. The catheter initially implanted stayed implanted and it seems not to migrate again. However, the patient had regular surveillance to verify the correct placement of the catheter tip. On (B)(6) 2021, there was a suspicion of migration of distal catheter out of peritoneal cavity again. Subcutaneous csf collection and significant neurological degradation due to possible resurgence of his idiopathic hydrocephalus was observed. X-rays indicated migration of the catheter end in "loop" out of peritoneal cavity. Another surgery is planned to replace or reposition the peritoneal catheter.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The catheter was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for ¿observation of migration of the peritoneal catheter out of the peritoneum¿ issue reported by the customer could be due to user used an incompatible/ inappropriate technique. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a